Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the e224 scope communication error was caused by a cable shortage. Error e224 indicates communication failure between the camera head and processor. It is possible that the faulty cable was caused by leaking. However, the definitive root cause of the cable shortage could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered shortage in cable, a failed leak test and a faded label on the rear cove. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
In preparing for use, the 4k autoclavable camera head displayed an e224 scope communication error. There were no reports of patient harm associated with this event.